Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix stretched. But the helix could be extended and retracted. /there was gap and no gap appears in the sleevehead when turning the is-1 to transfer torque. Just because the helix stretched, its tip was presenting beyond the lead distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix screw came out by itself and could not be retracted back into the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.